Event description:
On (B)(6) 2015, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm.

Manufacturer narrative:
Upon further investigation, it has been determined the tgu404020/14007212 device will be removed from this event. There is no reported allegation of deficiency for this device.

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tgu454520/14217902. Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported that on follow up computed tomography (CT) dated (B)(6) 2016, the physician diagnosed a possible distal type I endoleak with aneurysm sac enlargement (amount unknown). There was a reintervention on (B)(6) 2014, the physician implanted an additional distal extension, tgu404015/12959907 with a terrific result and no leak. The patient tolerated reintervention.